Event description:
Report received from an abbott international affiliate (abbott-japan) which states, "the bleeding from the crack on the part by the 3-way stopcock. The doctor replaced the device as soon as he noticed the bleeding. There was no patient harm." Additional information requested, but none has become available.